Event description:
It was reported that the patient's lead had high impedances and patients' extension had loops. In turn, surgical intervention took place wherein the lead and extension were explanted and replaced. During the procedure patients ipg became unable to communicate with external devices, patients ipg was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information.

Manufacturer narrative:
Correction: d1 - brand name.